Event description:
The customer complained of an alarm occurring on the insulin pump during the manual prime. At the time of the complaint, the reported blood glucose reading was 509 mg/dl. The customer was advised that paramedics could be sent in order to treat the high blood glucose levels, but the customer stated she would have someone drive her to the hosp. Several follow up calls were made to the customer, but the customer could not be reached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.